Event description:
The label on the urine bag will indicate that there are 300 ml of urine in the bag, but if you pour the urine into a measuring cup, it is only 210 ml. This is very bad because her family relies on knowing how much urine she is producing. This bag is inaccurate and faulty.